Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2018 with complaints of worsening headache associated with a fever up to 100 degrees fahrenheit. A computer tomography (CT) scan was performed and revealed a perimesencephalic subarachnoid hemorrhage but with no concern for aneurysm. The patient continued to have headaches throughout the rest of the hospitalization; however, repeat CT head scans showed no further development in neurological condition. The patient was discharged on (B)(6) 2018. The reported event was not device related. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists stroke, bleeding, and neurological dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 01jul2015. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists stroke, bleeding, and neurological dysfunction as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Section 6 under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) complaining of a worsening headache associated with a fever of 100f. Upon admission, a head CT was done and showed perimesencephalic subarachnoid hemorrhage with no concern for aneurysm. The patient continued to have headaches throughout the course of the hospitalization, but further head cts showed no further developments in the neurological condition. The patient was discharged on (B)(6) 2018.